Event description:
It was reported that the patient experienced pump migration with an inflatable penile prosthesis (ipp). The ipp pump was explanted and anew ipp pump was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.